Manufacturer narrative:
The event occurred outside of the united states.while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the piston rod was blocked and the infusion device did not display the mechanical error message resulting in elevated blood glucose levels.